Event description:
The customer complained that the bed had intermittent unintentional movement of the head up function.

Manufacturer narrative:
The tech replaced the right hand and left hand caregiver siderail circuit boards, and the right hand and left hand pt siderail circuit boards, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.